Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an ovarian resection procedure, error five was displayed during use. The blade was wiped with gauze, but the event continued. Then the device was cleaned again with saline carefully so that the tip of the device was kept from coming in contact with the container. When the device was activated in immersing the tip in the saline, the blade was broken off. As the blade was broken off out outside of the patient, no pieces were left inside the patient's body. Another competitive device was used to complete the case. There were no adverse consequences to the patient.